Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was receiving an intraperitoneal (ip) antibiotic. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbcs elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) cefazolin 3000 mg every other day. The peritoneal effluent fluid culture returned positive for corynebacterium and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd therapy at home utilizing the same liberty select cycler and is recovering from the events. The nephrologist ordered the patient¿s pd catheter (not a fresenius product) be surgically removed; however, the patient has refused hoping the infection will clear.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which warranted antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was an unspecified touch contamination event. Additionally, the pdrn stated the event was unrelated to any fresenius device(s) and/or product related adverse event. The corynebacterium species belong to the normal flora of the skin. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing peritoneal dialysis (pd) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum.

Event description:
On 17/jul/2021, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was receiving an intraperitoneal (ip) antibiotic. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbcs elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) cefazolin 3000 mg every other day. The peritoneal effluent fluid culture returned positive for corynebacterium and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd therapy at home utilizing the same liberty select cycler and is recovering from the events. The nephrologist ordered the patient¿s pd catheter (not a fresenius product) be surgically removed; however, the patient has refused hoping the infection will clear.